Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that within 10 minutes, she obtained blood glucose readings of 270 mg/dl and 130 mg/dl on two separate contour next link 2.4 meters. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter and contour next test strips from lot # 9bpeg12a. The in-house contour next test strips from lot # 9bpeg12a were also used for testing. The returned meter was tested with the returned test strips and in-house test strips, which gave a satisfactory performance.